Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had let device go into over discharge for third time. Factors that contributed to the issue was trouble recharging. The rep tried to interrogate it and trickle charge but no avail. The patient's device was replaced with the new rechargeable device. The issue was resolved.